Event description:
It was reported that during a procedure, the sleeves were getting stuck at the aiming arm, there was difficulty getting them through. Everything else worked fine. There was a time delay of 10 minutes. The procedure was completed successfully and the patient was doing well. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Additional manufacturing dates: february 17, 2009 and march 4, 2009. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that precision edge surgical products manufactured the 11.5mm/8.5mm protection sleeve for recon locking, part #03.010.075, and lot #069418 on po #980929 for (B)(4) pieces delivered (B)(4) 2009 to synthes lot #6062079, on po #1004892 for (B)(4) pieces delivered (B)(4) 2009 to synthes lot #6087963 and on po #1016205 for (B)(4) pieces delivered (B)(4) 2009 to synthes lot #6097072. Initially, the part conformed to the supplier¿s certificate of conformance, dated september 26, 2008, and to synthes final inspection sheet # (B)(4), revision ¿h¿. The parts were released to the warehouse on (B)(4) 2009 (lot #6062079), (B)(4) 2009 (lot #6087963) and (B)(4) 2009 (lot #6097072).there were no mrr¿s, ncr¿s, or complaint related issues with this lot. The 11.5mm/8.5mm protection sleeve for recon locking was made to the synthes drawing p/n 03.010.075, revision ¿c¿, released on may 8, 2006. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device performed as part of the product investigation reported the returned protection sleeves were received separated from the aiming arm. The mating aiming arm was also received. All parts functioned as designed without any issues. The manufacture date is january 13, 2009. The returned protection sleeves were received separated from the aiming arm. The mating aiming arm was also received. All parts functioned as designed without any issues. The manufacture date is january 13, 2009. Product drawing (03_010_075, rev c, 11.5mm/8.5mm protection sleeve lateral entry femoral nail) was reviewed during this evaluation. No drawing discrepancies were identified. No damage was found and the parts functioned as intended. The design is adequate for its intended use and did not contribute to this complaint condition. The complaint is unconfirmed if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.